Event description:
Unit shocked staff member of health facility after installation of the device. Resulted in burn. This malfunction causes the printed circuit board to change the stimulatory pt output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only. Device 2: brand name: vacuum module w/cart pkg. Device name: vacuum electrode module. Model #: 2774, catalog #: 2774, serial #: (B)(4).